Event description:
The pt's family member reported inaccurate high results when compared to another meter. This is an invalid comparison since it compares two different meters. During troubleshooting, the pt was walked through two control solution tests, which both fell outside the reportable range. The test strips and control solution were in good condition and were not expired. The pt's testing technique was correct. Family did not receive any medical attention or treatment. This case is reported as a malfunction since the control solution test failed twice.